Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 360 mg/dl. The customer stated that the insulin pump was exposed to an MRI. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump failed displacement test and motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform occlusion and excessive no delivery alarm test due to motor error alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.